Manufacturer narrative:
H3, h6: siemens healthineers completed the detailed investigation of the reported issue. It was initially communicated that when the user moved the tube stand, a bumper at the end of the rail fell to the floor. The bumper serves as a mechanical end stop. There was no patient involvement and no injury occurred to the user. The investigation showed that the affected mechanical end stop had not been installed correctly. The installation protocol was checked but did not show any abnormalities. It must be assumed that the affected end stop was not checked properly. It was not possible to determine why this end stop was incorrectly installed. Motorized movement is not possible because it is a semi-motorized tube stand. It can only be moved manually by the user. Furthermore, the tube stand could not have fallen out of the ceiling rail since two end stops are installed on each side. The affected end stop was not damaged and could be properly reinstalled by the local service technician. The three other mechanical end stops were checked. It was confirmed that these were installed correctly. The complaint has been closed.

Manufacturer narrative:
(B)(6). H3, h6: initial corrective actions/preventive actions implemented by the manufacturer: currently no general problem has been detected for the installed base which requires an immediate action. Manufacturers preliminary analysis: the reason that the bumper fell off the rail is still under investigation. The root cause has not yet been determined. Siemens healthineers will submit a supplemental report if additional information is obtained upon completion of the investigation. H6: component code 4755 was utilized for the bumper component.

Event description:
Siemens healthineers was made aware of a potential product problem involving the luminos dfr max system. When the user moved the tube stand, a bumper at the end of the rail fell to the floor. The bumper serves as a mechanical end stop. There was no patient involvement and no injury occurred to the user. It is assumed that in a worst-case scenario, a minor to serious injury may result if the issue to recur and a person was hit by the falling part.